Manufacturer narrative:
Additional information: (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in switzerland. But not marketed in the u.s. Diopter: --08.50. Lens remains implanted. (B)(4). Based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7, -08.50 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The patient experienced stable vault, pupil ovalization. The physician solved the pupil ovalization by rotation of the lens to vertical meridian and enlargement of pi. Lens remains implanted.